Event description:
A theatre nurse reported that during vitrectomy surgery, the laser stopped working. After the laser was rebooted, the illuminator stopped working. There was a delay of approx 20-25 minutes while the machine was restarted. The surgery was completed and there was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).